Event description:
Pt underwent right total hip arthroplasty during 1974 for treatment of degenrative arthritis. Pt did well until approx four to five years when she began experiencing pain and evidence of bone erosion ofw the left hip. The hip was revised during 2/95. Massive bone loss was found mainly mdial and superior in the acetabular region. A femoral graft was performed at that time. Shortly thereafter, the pt sustained a dislocation and the cup was found to have turned vertically. Pt was placed on crutches as a measure to stimulate bone growth. The pt was admitted to the hosp after chronic dislocations of the hip and persistent bone loss. The pt was admitted to the hosp and underwent revision of the femoral head, acetabular liner, and replacement of acetabular screws. Bone graft was performed.